Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe leaked. The following information was provided by the initial reporter: "clinician experienced: leakage: no interruption of therapy."